Event description:
The dentist reported that during the torqueing in of an abutment screw retained restoration, the abutment screw fractured. The lower portion is in implant and the upper portion is located within the abutment.

Manufacturer narrative:
Visual inspection has confirmed the reported event. The screw was fractured and only top portion of the screw was received. The complaint was confirmed. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes.¿